Event description:
Note: this report pertains to one of eight complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-3724, 3005099803-2009-3725, 3005099803-2009-3726, 3005099803-2009-3727, 3005099803-2009-3728, 3005099803-2009-3729, 3005099803-2009-3730 for the other associated device information. It was reported to boston scientific corporation that a hydra jagwire guidewire, an autotome rx sphincterotome, two rx dilatation balloons, an encore 26 inflation device, a trapezoid rx lithotripter compatible basket, and two extractor rx retrieval balloons were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complaint, a 2cm stricture and six stones were identified in the middle bile duct. The hydra jagwire was advanced and an autotome was used to cannulate the stricture. A stone retrieval was attempted using an extractor balloon, however, difficulty was encountered. A lithotripter basket was then used unsuccessfully. The sphincter was dilated with a rx dilatation balloon. An extractor device was then used, however, no stones were retrieved. The sphincter was further dilated with another rx dilatation balloon to facilitate the stone extraction and then dye was injected at the site. During dilation, a small perforation may have occurred, which the physician identified due to dye extravasation from the duct. The physician indicated that none of the devices failed. However, the stones were not able to be removed. A plastic stent, which was planned procedural treatment, was placed to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to ascertain additional information regarding the potential perforation have been unsuccessful to date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.